Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee replacement, the inserter had too much tension and did not grab the femoral trial or implant.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: the following sections were corrected: the complaint sample was evaluated, however, the reported event could not be confirmed. The returned impactor pad was identified to be nicked, gouged and worn, however, the instrument functioned as intended. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined as the device met specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.